Event description:
Severe fatigue started in (B)(6), was constantly sick after that, ended up with some type of growth/ rash on both areolas in (B)(6) with severe itching and leakage. (B)(6) along with aerola's my legs broke out with severe itchy rash. Have itchy spots that just show up under arm, hip, stomach, butt and groin areas. Other symptoms as well, blurred vision and muscle and joint pain, foggy brain.